Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter did not cut. It was unk if the aspiration continued or not. No pt injury reported.